Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and topical skin adhesive was used. The patient had a serious reaction strong enough to cause contact dermatitis. The surgeon opines that the dye in the product is what caused the reaction. The patient required antibiotics for treatment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.